Manufacturer narrative:
The esheath was discarded following the procedure and was not available from evaluation. Without the device return, visual inspection, functional testing and dimensional analysis could not be performed; however, a photography of the device after use was provided. The photo of the device showed the valve still crimped on the delivery system. The delivery system was inserted into the sheath, which had a torn liner. During the manufacturing process, the sheath is 100% inspected at the final assembly for wrinkles, dents and cuts on the sheath tube, surface defects, protruding or missing material, cross linking of the hdpe across the liner, holes, tears or wrinkles, stress in the liner, seam separation and delamination by manufacturing and quality. Product verification (pv) testing is also performed on samples from the manufacturing lot. During pv testing, samples are visually inspected for tears pre- and post-expansion testing. These inspections and pv testing support that it is unlikely that a manufacturing non-conformance on the sheath was the cause of the reported event. In this case, the complaint for the sheath shaft liner torn was confirmed based on the device photo. Due to the unavailability of the device, it cannot be determined if a manufacturing non-conformance contributed to the event; however, a review of lot history and manufacturing mitigations support that it is unlikely that a manufacturing non-conformance contributed to the event. A definite cause of the liner tear could not be determined. Procedural factors (manipulation of the devices), in addition to patient factors (moderate vessel calcification, severe vessel tortuosity) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/ conditions for the successful use of the device. Review of the complaint history reveals that the occurrence rate for this trend category did not exceed the march 2017 control limits. No corrective or preventative actions are required at this time.

Manufacturer narrative:
System updates pending. Results: known inherent risk of procedure. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 14fr esheath is 5.5mm. Information regarding the patient access vessel mld was not provided. Moderate access vessel calcification and severe access route tortuosity was reported. In this case, the exact cause and timing of the access vessel occlusion cannot be confirmed. In addition to procedural factors (manipulation of the devices), patient factors (moderate calcification, severe tortuosity) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2017-00658.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), during a transfemoral tavr procedure, significant resistance was encountered during the advancement of the commander delivery system and 26mm sapien 3 valve. During the attempt to deploy the valve, blood was observed in the inflation device as a result of a torn balloon. The delivery system, valve and sheath were removed. The liner of the sheath was noted to be torn. A new sapien 3 valve, delivery system and sheath were prepared. The new valve was successfully deployed and the procedure was completed. Following removal of the devices, lower extremity angiography did not indicate any abnormal findings. However, on postoperative day (pod) 1, the patient¿s leg appeared ¿pale¿. Lower extremity artery occlusion was observed. A femoral-femoral bypass was performed. At the time of this report, the patient was in stable condition. Information regarding the access vessel minimum luminal diameter was not provided. Moderate access vessel calcification and severe access route tortuosity was reported. It was speculated the access artery occlusion was caused by intimal detachment. The delivery system and sheath were discarded post procedure and are not available for evaluation.